Event description:
The nurse alleged the bed exit was set, the power went out during a storm, came back on and the bed exit did not alarm when the pt got out of the bed and fell. The pt may have been injured. The account maintenance stated the bed exit is working when he unplugs the bed for a while and plugs it back in.

Manufacturer narrative:
The field technician stated the account would not release any info regarding the injury or the pt. The technician was not permitted to speak to any witness. The account could not provide the bed as they were not sure which bed it was.